Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system. Customer tested a pt sample for accutni and obtained a result of 0.20ng/ml which repeated at 0.02ng/ml. Another pt's sample when tested gave an accutni result of 0.10ng/ml and gave repeat results of 0.03 and 0.04ng/ml. All the results were within the risk stratification range. The erroneous results were reported outside of the laboratory. One pt received a heart catheterization procedure. There was no change for treatment for the second patient.

Manufacturer narrative:
Qc was run prior to and after the event and met specifications. System checks run in 2008 all met specifications. A field service engineer (fse) was on site: fse performed field diagnostic testing which all met specifications. Fse reviewed sample handling and centrifuge settings with the customer. Fse verified the system. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.